Manufacturer narrative:
(B)(4). Additional concomitant medical products: arcom xl 44-36 rtnv+3 hmrl brg, part # xl-115365, lot # 552860; compr rvrs 44+5hmrl tray w scr, (B)(4), lot: 826520. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10739. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty. Subsequently, the patient underwent a revision due to dislocation. Attempts have been made and additional information on the reported event is unavailable.